Event description:
Customer called to report a pod that she removed prematurely due to unexplained high bg levels that would not come down with boluses. She said, she thought that the cannula may be a bit bent. Bg/bolus history: 3pm-200bg, 2.0 bolus; 510pm-261 bg, 5.0 bolus, 825pm-285 bg, 3.0 bolus, 10 pm- 304 bg, 3.0 bolus - removed pod. Customer removed pod after 10pm and was able to activate new pod. No further issues reported. The device is being returned to the MFR for evaluation.

Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism did not deploy and fully extend the cannula into the subcutaneous tissue. This was due to a manufacturing defect. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.